Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was not known. Customer "changed infusion set and cartridge" to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined to provide additional information regarding the issue.